Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance had increased. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead impedance had increased. The rv lead was replaced. It was also reported the right atrial (ra) lead was fractured. The ra lead was partially removed. No patient complications have been reported as a result of this event.